Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device underwent functional testing including the daily, weekly, montly self-test, off current testing, impedance testing, and shock testing without duplicating the report. The device log showed no current errors. This report will be closed as unsubstantiated. The battery was not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.